Manufacturer narrative:
The manufacturer's evaluation results suggest that this event was attributed to user error and/or evnironmental factors during time of mixing.

Event description:
The bone cement set in 6 minutes. There was no adverse consequence for the pt.